Event description:
It was reported that the rv lead had a lead warning, polarity switch, noise on stored episodes, loss of capture at maximum output, and high impedance. The lead was was thought to be fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the pacemaker device was analyzed and showed the ventricular lead was intermittently open between (B)(6) 2010 and (B)(6) 2010. The full lead was returned and analyzed; distal conductor fractured. Cosmetic cut, cosmetic depression, and a white substance found on the outer insulation. Blood present in/on the helix mechanism. Corrected adverse event.